Event description:
It was reported that after the patient from breast surgery received infusion of docetaxel, liquid leaks occurred 2-3 cm beneath the insertion site. The catheter was pulled out by a portion and a small hole was found, resulting in the complication of extravasation in the patient.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a catheter leak is inconclusive due to poor sample condition. One photo of a 4 fr groshong catheter was provided for evaluation. The catheter is shown within patient use and is secured by adhesive tape strips. An extension set is attached to the catheter hub. The catheter could not be clearly inspected for damage or the presence of a leak. Based on the information provided, possible contributing factors include material fatigue caused by repeated kinking of the catheter and sharp instrument damage. Since the presence of a leak was not observed, the complaint could not be confirmed and remains inconclusive at this time.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of reez1198 showed one other similar product complaint(s) from this lot number.

Event description:
It was reported that after the patient from breast surgery received infusion of docetaxel, liquid leaks occurred 2-3 cm beneath the insertion site. The catheter was pulled out by a portion and a small hole was found, resulting in the complication of extravasation in the patient.